Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the button on the insulin pump was not working. The customer's blood glucose level was unknown. The customer reported that the act button was hard to press down. The customer reported that the time clock was working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on bolus, esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.